Event description:
Patient was having a laparoscopic procedure. During the procedure, an endo paddle retractor was being used. When the paddle retractor was removed, it was noticed that a 3mm piece from the end of it was missing. The piece is a semitransparent white plastic button-shaped piece. The decision was made to leave the piece in the patient after retrieval could not be confirmed after attempts. There is currently no apparent injury to the patient related to the retained item. FDA safety report ID# (B)(4).